Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. The patient noted they work in laundry services. The patient gets static shock really bad. The patient was wanting to know if it could hurt their device or if that could be why they get shocked so bad.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient moved from housekeeping to laundry at her job and since then she says "I have been picking up electric static, I get like static electricity and I will get a static spark coming out my finger and it burns the tip of my finger". This just started when she moved to the laundry department, and this started about 2 weeks ago when she began working in this area. This "doesn't happen with anyone else and I have rubber soled shoes on and I have tried 2 different pairs of shoes". The patient's stimulation is on all of the time. The patient works around laundry presses and conveyor belts. When the patient bends down to pick up laundry from the conveyor belt she backs up against other machines and says she might be touching her stimulator against something. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jh4l, implanted: 2014-(B)(6), product type: lead. (B)(4).